Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a slightly calcified and tortuous rca lesion. While attempting to retract the deliver/stent device back into an 8f amplatz guide catheter, the stent dislodged. A balloon catheter was used to deploy the stent where it had dislodged (not the target lesion). Pt stauts is listed as "stable".